Manufacturer narrative:
Product investigation summary: one short angled pelvic osteotome, 15mm (part 03.100.304 / lot t985166) was returned with half a cross pin in the handle missing. This may have come loose while hammering on the handle during use. Replication of the complaint condition is not applicable and the complaint is confirmed. The returned osteotome is part of the hip preservation surgery set and is used to cut bone in periacetabular. The relevant product drawing was reviewed during the evaluation. No design issues or discrepancies were noted. The cross pin is press fitted into the handle and shaft components. As noted in the complaint description, the pin fell out during a spine surgery. The osteotome is intended to be used in hip surgeries. The pin may have broke from repeated hammering into hard bone or from not using the instrument as intended in the spine surgery. Device history record review showed there were no issues during the manufacturing of the product that would have contributed to the complaint condition. Repeated hammering or misuse may have caused the pin to break and come loose. A definitive root cause could not be determined. Expiration date provided, however this information is not applicable to a non-sterile device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spine surgery one of the screws fell out of an osteotome and almost fell into the patient. There was no surgical delay, another osteotome was readily available and used. Surgery was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): DHR review ¿ manufacturing date: october 15th, 2012. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #2121866 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 45-48 hrc and was found to be good. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.